Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the clinic wanted to conduct a training session at the automated impella controller (aic). Upon starting the aic, the system failed to boot and the console recommended switching to a different console. There was no patient involvement.

Manufacturer narrative:
Section d brand name corrected.

Manufacturer narrative:
H8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
Corrected information has been provided in h3. The root cause of the "system self check failed" screen was not determined due to the inability to reproduce the reported issue.